Event description:
It was reported that the patient underwent a posterolateral fusion using rhbmp-2/acs. An unknown time post-op, it was discovered that a seroma had developed. The patient underwent a surgical procedure to drain the seroma. Lab testing revealed that the fluid was sterile. The physician began working with an immunologist to conduct allergy testing. It was determined that the patient has a cobalt allergy. The status of the patient is unknown at this time, and no other complications were reported.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.